Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e1 additional phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observed. As per the investigation procedure: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec) were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. This record is for the right side. Device has been explanted.